Event description:
A patient reported having both a 4700 edwards pericardial patch and a 10-inch-long graft by another brand. Edwards patch was implanted for 11 years, four (4) months. The physician discovered that there is a leak from one of those products and was unable to determine which product is causing the leak. The patient reports no symptoms. The patient will be having a surgery to fix his leakage by putting a stint in his valve. No additional information has been provided.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6 corrected: b5 the root cause of this event cannot be conclusively determined with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
A patient reported that his vascular surgeon told him his 4700 edwards pericardial patch is leaking and will need a stint. No further information has been provided.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.